Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. No lube was used for capsule placement and endoscope was used to check placement of capsule. The caused of the failure to attach was unknown. It was unknown if there was a repeat procedure performed. The delivery system and capsule would be returned for investigation. There was no injury caused to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.